Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no atrial pacing. A revision procedure was therefore performed. During the procedure, it was discovered that this atrial lead that was supposed to be attached to the pacemaker was capped and the patient's ventricular lead was plugged into the atrial port. The physician therefore surgically abandoned the ventricular lead and connected the atrial lead to the pacemaker after being tested through the pacing system analyzer (psa) to confirm the lead was functioning appropriately. It was noted that the leads had been inadvertently switched this way during a previous lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.